Event description:
One pt sample with discrepant ammonia results. Initial result gave -47 umol/l; repeat gave -27 umol/l. Sample repeated an additional three times with dilution giving 20, 40 and 98 umol/l, and again by a different method resulting at 102 ug/dl. Sample repeated in 2008 by initial method resulting at 407 umol/l. Patient in severe medical condition and died from multi-organ failure few days later. The death of the pt was not related to the false low ammonia test result. The reason and root cause could not be further investigated due to the complexity of the disease the pt suffered, and the high amount of drugs the pt received. This case is judged as a single and patient specific event.